Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user was followed up, channels with abnormal impedances were found. However, the user is reportedly responding to soft and loud sounds and all ling sounds although there are only 5 channels available for stimulation.

Event description:
When the user was followed up, channels with abnormal impedances were found. However, the user is reportedly responding to soft and loud sounds and all ling sounds although there are only 5 channels available for stimulation. Per information received on (B)(6) 2022, the parents reported that the user is performing well. Therefore there are no plans for surgical intervention, however the user will be followed up regularly.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Reportedly the recipient is still performing well with the device and will be monitored by the clinic.